Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. The product lot number for the reload that was in use during the partial fire is unknown. No product has been returned for evaluation. A follow-up MDR will be submitted if additional information is obtained. A senior failure analysis engineer reviewed the stapler logs for the stapler used in this event and the following info was provided: "logs show that pn 470298-14, lot t10201001-0017 was installed 9 times and fired 5 reloads (2 white followed by 3 blue). Firings #1 and 5 were completed per the logs. Firings #2, 3, and 4 resulted in firing failures at 16%, 66% and 33% completion. Instrument had 12 incomplete clamps in 17 clamp attempts, and all 12 incomplete clamps occurred on the install that resulted in the first partial fire (firing #2, a white reload was used)." A review of the system logs for the procedure date of (B)(6) 2022 has been performed and the following was observed: multiple errors 22020 were noticed indicating stapler 45 engagement issues on arm 4. Multiple instances of error 22030 were noticed indicating a stapler 45 instrument had a firing failure. An error 1164 indicated an invalid reload was installed on a stapler on arm 4. This event is being reported due to the following conclusion: it was reported that a stapler partial fire occurred on an artery. A third party instrument was used to complete this fire. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted splenectomy procedure that the endowrist stapler 45 experienced a partial fire on an artery. A laparoscopic stapler was used to complete this fire. The artery reportedly had some calcification on it. On (B)(6) 2022, the site clinical sales representative (csr), was contacted additional information was obtained on this complaint: the csr was not present during this procedure but was called by the surgeon when the endowrist stapler 45 instrument stopped firing across the splenic artery. The endowrist stapler 45 was firing a white reload during this event. The surgeon enlarged a da vinci port site and inserted a third party laparoscopic stapler. This laparoscopic stapler was used to staple the splenic artery next to where the endowrist stapler 45 stopped firing. The surgeon said they then noticed that the vessel had some calcification. The procedure was completed with the da vinci xi system. The site's robotics coordinator told the csr that they sterilized this endowrist stapler 45 and put it back into circulation to be used again. It has not been confirmed if the white reload fired during this event is available for return. Intuitive surgical, inc. (Isi) performed multiple follow-up attempts to obtain additional information. However, as of the date of this report, no further details have been received.